Manufacturer narrative:
(B)(4).: during processing of this complaint, attempts were made to obtain complete event, patient and device information. . There was no reported product deficiency and the product was not returned. The reported patient effects of angina and restenosis, as listed in the promus instructions for use, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2010, the patient underwent a stenting procedure in the mid left anterior descending artery (lad). On (B)(6) 2011, the patient was hospitalized for worsening symptoms of exertional chest pain and underwent revascularization with angioplasty and stenting in the mid lad index lesion, for in-stent as well as proximal edge restenosis and a new stenosis in the proximal lad. The patient's condition resolved and the patient was discharged on (B)(6) 2011. There was no adverse patient sequela. There was no additional information provided.